Manufacturer narrative:
The axium coil was returned for evaluation and found to be in a contradictory condition to the reported event. The implant coil was detached from the pushwire and missing, which was not originally reported. As received, the pushwire found bent at several locations from the proximal end within the introducer sheath. The distal end of the pushwire was found to be extending out from the distal end of the introducer sheath without implant coil. The pushwire was then pushed further out from the introducer sheath with difficulty. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional complaint details based on the separated condition of the returned device, however no information has been received. The implant coil was not returned; therefore, any contributing factors from the implant coil could not be assessed. We were unable to determine the cause of the implant coil detach. It is possible that the implant coil became lost during return to medtronic for evaluation as the customer reported the axium coil to be stuck within the introducer sheath. Mdrs related to this event. MDR 2029214-2017-00825, 2029214-2017-00988

Event description:
Medtronic received information that during coiling treatment of internal carotid artery aneurysm-supraclinoid lesion, this coil experienced resistance in the sheath. No patient injury was reported. The device was received for evaluation and it was found that implant coil was detached from the pushwire and missing.